Manufacturer narrative:
It was reported that the patient underwent trimming of mesh on (B)(6) 2005, due to protrusion of mesh. On (B)(6) 2007, excision of foreign body with debridement of vaginal tissue was performed. Mesh removal surgery was performed on 05/23/2013 due to extrusion of vaginal mesh with bleeding. (B)(4).

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure concurrently with bilateral uterosacral/sacrospinous vault suspension on (B)(6) 2004 due to pelvic relaxation and sui, voiding dysfunction and mesh were implanted.

Manufacturer narrative:
It was reported that patient underwent hysterectomy and bso on (B)(6) 2006. No additional information provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.